Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. A field engineer examined the equipment and performed a test biopsy which ran the needle correctly. No device problem found.

Event description:
It was reported that on (B)(6) a biopsy procedure was performed and during the procedure, after the post fire saw an error flashing and heard an odd noise that came after the doctor fired the needle. The staff do not know what the error was, tried to find it after the biopsy but unable to see it. Biopsy procedure was completed but reported the clip ended up in the wrong location, not in the correct spot. They kept taking stereo pictures and the calcifications looked like they were in the correct location. Physician reported that they obtained samples, that the staff was sending to pathology. They will wait for those to come back but doctor is going to recommend another biopsy. A field engineer examined the console and no issues were found. No additional information available.